Event description:
Customer reported device = 10 mg/dl. Customer drank a coke and called paramedics. Paramedics device = 140 mg/dl within 10 minutes of the previous test. Customer was taken to the hosp and 25 minutes later, their device = 18- mg/dl. No treatment was recieved. Level one control was in range, however a level two control value was not provided. A request was made for return product and replacement product was sent.